Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure a pneumothorax was noted. The pneumothorax was resolved on its own and chest tubes were not necessary. The patient was asymptomatic before, during and after the event and was discharged home.